Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst and ovarian cyst. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding"). In (B)(6) 2010, the patient experienced anaemia ("anemia"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst") and endometriosis ("peritoneal endometroisis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown and the anaemia was resolving. The reporter considered anaemia, endometriosis, haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: essure confirmation test(s) was conducted, however, no result was provided.; in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: pfs received -event anemia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst, ovarian cyst and left oophorectomy. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ bleeding"). In (B)(6) 2010, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst") and endometriosis ("peritoneal endometroisis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved, the haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown and the anaemia and fatigue was resolving. The reporter considered anaemia, endometriosis, fatigue, haemorrhagic ovarian cyst, heavy menstrual bleeding, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: essure confirmation test(s) was conducted, however, no result was provided.; in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2021: pfs received -event fatigue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst and ovarian cyst. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst ") and endometriosis ("peritoneal endometroisis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown. The reporter considered endometriosis, haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test(s) was conducted, however, no result was provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: pfs received. Event added: peritoneal endometroisis based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst and ovarian cyst. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst") and endometriosis ("peritoneal endometriosis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown. The reporter considered endometriosis, haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test(s) was conducted, however, no result was provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: pfs received. Reporter information was added. Event outcome for the events pain/ pelvic pain and abnormal bleeding (menorrhagia)/ bleeding was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis and hypovolemia. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst") and ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, haemorrhagic ovarian cyst and ovarian cyst ruptured outcome was unknown. The reporter considered haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2005: essure confirmation test(s) was conducted, however, no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received : case became valid and serious incident. Previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), pain, rupture of hemorrhagic ovarian cyst, hemorrhagic ovarian cyst", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst and ovarian cyst. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst ") and endometriosis ("peritoneal endometriosis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown. The reporter considered endometriosis, haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2005: essure confirmation test(s) was conducted, however, no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, cystitis interstitial, endometriosis, hypovolemia, right lower quadrant pain, adnexa uteri cyst and ovarian cyst. In 2005 patient underwent essure confirmation test. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst/ ovarian cyst") and endometriosis ("peritoneal endometroisis"). On an unknown date, the patient experienced ovarian cyst ruptured ("rupture of hemorrhagic ovarian cyst"). The patient was treated with surgery (unilateral salpingo-oophorectomy - right side, hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the haemorrhagic ovarian cyst, ovarian cyst ruptured and endometriosis outcome was unknown. The reporter considered endometriosis, haemorrhagic ovarian cyst, menorrhagia, ovarian cyst ruptured, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test(s) was conducted, however, no result was provided.; in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs received . Event: vaginal bleeding outcome were update to recovered. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.